Event description:
It was reported that a foreign object was present in the package. A model-transend 135cm long guide catheter will be used for treatment. When unpacking the device, an insect object was observed inside the box. This device was not used with the patient. The procedure was completed with another of same device. There were no patient complications. It was further reported that the foreign objects were plastic fragments and not the initially reported insects.

Event description:
It was reported that a foreign object was present in the package. A model-transend 135cm long guide catheter will be used for treatment. When unpacking the device, an insect object was observed inside the box. This device was not used with the patient. The procedure was completed with another of same device. There were no patient complications. It was further reported that the foreign objects were plastic fragments and not the initially reported insects.

Manufacturer narrative:
Device evaluated by MFR.: the device returned with its original pouch batch 23167942. There was a mosquito between the label and the original pouch. Also, there were some particles inside the pouch. It was noted that the pouch was returned already open.

Event description:
It was reported that a foreign object was present in the package. A model-transend 135cm long guide catheter will be used for treatment. When unpacking the device, an insect object was observed inside the box. This device was not used with the patient. The procedure was completed with another of same device. There were no patient complications.